Manufacturer narrative:
Customer technical support (cts) advised the customer to replace the sample probe syringe plunger, but it did not resolve the issue. The service visited on (B)(4) 2011. Prior to service arrival, the customer changed the sample probe and wash collar. The field service engineer (fse) primed the probe to identify the leak source, and noted small amount of fluid at the tip of probe when in standby. The fse replaced t-valves on reagent syringe and reagent syringe tubing to probe. The fse primed the probe and observed no fluid in collar at standby. The leaking issue was resolved. The fse completed preventive maintenance, calibrated the instrument and ran qc.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a fluid leak on unicel dxc 800 pro synchron clinical system. The customer was having problems with calibration and a leak on sample probe after replacing the collar wash and the sample probe. There was no effect to patient or user.